Event description:
It was reported that during acl with meniscus repair surgery, the 2nd anchor failed to deployed into the meniscus red -white zone, it was still attached in the needle shaft. All t's were removed. A back up device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One fast-fix 360 reversed curve needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿the 2nd anchor failed to deployed into the meniscus red-white zone, it was still attached in the needle shaft.¿ t1, t2 and suture were not returned. The depth limiter was attached to the device. The delivery needle was flattened. Functionally, the device cycled and actuated as expected. Please note: inadvertent needle twisting or over flexing whether temporary or permanent, can affect deployment and may encourage unintended release or retaining of anchors. Per instructions for use: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. Complaint history review found no similar reports for this part/lot number.¿

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during acl with meniscus repair surgery, the 2nd anchor failed to deployed into the meniscus red -white zone, it was still attached in the needle shaft. A back up device was available to complete the procedure with no patient injuries. It is unknown if there was a delay in the case.